Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10

Event description:
It was reported that before use of the bd sentry¿ safety lancet product wasn't assembled properly the parts were mixed. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the product wasn't assembled properly.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd sentry¿ safety lancet product wasn't assembled properly the parts were mixed. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the product wasn't assembled properly.